Event description:
Implanted 3/4/99 following ventricular hemorrhage that was difficult to clear. Changed to delta valve in hope of keeping ventricles 'inflated", did not work. Valve occluded by small clot. Difficult to clear by flushing. Implanted another delta level 1 valve.